Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination on the c11, t1. C618, and q703 components on the ca board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102.